Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2012, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect - component code, type of investigation, investigation findings, investigation conclusions.